Manufacturer narrative:
The unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip,reservoir tube cracked, cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump is cracked at the top of the battery chamber. Customer's blood glucose was 150 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.